Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose reached 500 mg/dl / glucose was very high [blood glucose increased] novopen 4 pen had a problem, as it is not releasing the drug [device failure] problem with the dose selector [device issue]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height, weight and body mass index updated. This serious solicited report from brazil was reported by a consumer as "blood glucose reached 500 mg/dl / glucose was very high(blood glucose increased)" beginning on (B)(6) 2025 , "beginning of fainting(near fainting)" beginning on (B)(6) 2025 , "beginning of a coma(coma)" beginning on (B)(6) 2025 , "novopen 4 pen had a problem, as it is not releasing the drug(device failure)" with an unspecified onset date , "problem with the dose selector(device component issue)" with an unspecified onset date and concerned a 52 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", , novolin n (insulin isophane) (36 iu, qd (24 iu in the morning and 12 iu in the evening) since 15 years ago) from unknown start date for "type 1 diabetes", dosage regimens: novopen 4: novolin n: current condition: type 1 diabetes (more than 15 years). Patient reported that the novopen 4 pen had a problem, as it was not releasing the drug. Patient performed a test applying it outside the skin and confirmed that the drug was not coming out. It was reported that patient noticed the problem with the dose selector. On (B)(6) 2025, in the application performed at night, the patient became ill, with the beginning of fainting and the beginning of a coma, and the blood glucose (blood glucose) reached 500 mg/dl (glucose was "very high).after some time with very high glucose levels, they realized that the pen was not injecting the insulin, which helped them understand the glucose decompensa-tion. Patient contacted the physician and was prescribed another insulin (not informed) for correction. Patient did not reuse needles and does not keep them attached after use. Patient considered that the events were associated with a technical complaint. Patient informed that patient knew how to handle the device. Patient as has been using it for many years. Batch numbers: novopen 4: fvg7486 novolin n: requested action taken to novolin n was not reported. The outcome for the event "blood glucose reached 500 mg/dl / glucose was very high (blood glucose increased)" was not reported. The outcome for the event "beginning of fainting (near fainting)" was not reported. The outcome for the event "beginning of a coma(coma)" was not reported. The outcome for the event "novopen 4 pen had a problem, as it is not releasing the drug (device failure)" was not reported. The outcome for the event "problem with the dose selector (device component issue)" was not reported. Reporter's causality (novopen 4) - blood glucose reached 500 mg/dl / glucose was very high (blood glucose increased): unknown beginning of fainting (near fainting): unknown beginning of a coma(coma): unknown novopen 4 pen had a problem, as it is not releasing the drug (device failure): unknown problem with the dose selector (device component issue): unknown company's causality (novopen 4) - blood glucose reached 500 mg/dl / glucose was very high (blood glucose increased) : possible beginning of fainting (near fainting): unlikely beginning of a coma(coma): unlikely novopen 4 pen had a problem, as it is not releasing the drug (device failure): possible problem with the dose selector (device component issue): possible reporter's causality (novolin n) - blood glucose reached 500 mg/dl / glucose was very high (blood glucose increased) : unknown beginning of fainting (near fainting): unknown beginning of a coma(coma): unknown novopen 4 pen had a problem, as it is not releasing the drug (device failure): unknown problem with the dose selector (device component issue): unknown company's causality (novolin n) - blood glucose reached 500 mg/dl / glucose was very high (blood glucose increased): possible beginning of fainting (near fainting): unlikely beginning of a coma(coma): unlikely novopen 4 pen had a problem, as it is not releasing the drug (device failure): possible problem with the dose selector (device component issue): possible ~ preliminary manufacturer comment: (B)(6) 2025: the suspected faulty device novopen 4 and novolin n has not been returned to novo nordisk for evaluation. No conclusions reached. Company comment: coma and fainting are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novolin n. The suspected faulty device and novolin n has not been returned to novo nordisk for evaluation. The relevant information on definitive diagnosis, comorbid conditions, treatment non-compliance, are unavailable for complete assessment. It is the reporter's description of events, rather than an actual coma. Blood glucose increased could be related to technical complaints with novopen 4. With the available limited information, causality for coma and fainting is as-sessed as unlikely related to novolin n. This single case report is not considered to change the current knowledge of the safety profile of novolin n. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes.

Event description:
Case description: investigation result: novopen 4 - batch fvg7486 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name : nph insulin batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following information: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Company comment: coma and fainting are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novolin n. The suspected faulty device and novolin n has not been returned to novo nordisk for evaluation. The relevant information on definitive diagnosis, comorbid conditions, treatment non-compliance, are unavailable for complete assessment. It is the reporter's description of events, rather than an actual coma. With the available limited information, causality for coma and fainting is assessed as unlikely related to novolin n. Patient's underlying medical condition of type 1 diabetes mellitus is significant risk factor for the development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of novolin n. Final manufacturer comment: 09-nov-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is significant risk factor for the development of hyperglycaemia. H3 continued: evaluation summary novopen 4 - batch fvg7486 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.